Event description:
The adjustable pin collet was returned for service. Upon evaluation at the manufacturer, the lever came off when pulled and washers came off the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The adjustable pin collet was returned for service. Upon evaluation at the manufacturer, the lever came off when pulled and washers came off the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Since this device is not a repairable item, the device was disposed of by the manufacturer facility and not returned to the healthcare facility.